Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient reported to the clinic and interrogation revealed a battery status of elective replacment indicator (eri) with a charge time of 20 seconds. Approximately 2 weeks earlier, the charge time was 17.6 seconds.